Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that there was a patient death. Follow-up was attempted, but no information about the circumstances of the death could be obtained. The patient was a participant in the improve sudden cardiac arrest (sca) study.